Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. Unable to verify unresponsive buttons and button error alarm due to blank display. However, the insulin pump had corrosion noted at keypad traces. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer fell into a swimming pool while wearing the insulin pump; the pump alarmed with a button error. The patient's blood glucose at the time of incident was 8.0 mmol/l, though the most recent blood glucose reading was 13.0 mmol/l. The customer removed the battery and put it back in but the alarm recurred. The customer then removed the battery for longer than five minutes and then re-inserted it, and access to some menus was restored but some of the buttons became unresponsive. Troubleshooting was initiated but the customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.